Event description:
Rn had difficulty removing foley catheter from patient. After several attempts, including attempts by md, catheter was removed. It was noted that the balloon still contained approximately 2cc of fluid. After the catheter was removed, additional attempts were made to withdraw all of the fluid with no success.